Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9 g1 h3, h6: part: 03.010.061 lot: l865010 manufacturing site: (B)(6) release to warehouse date: 22 november 2018 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the drill bit ø4.2 calibr l340 3flute f/03.0 (part #: 03.010.061, lot #: l865010) was received at us customer quality (cq). Visual inspection of the complaint device showed that the tip was blunt and dull. Functional test: a functional assessment was not performed with the complaint device due to post manufacturing damage. Can the complaint be replicated with the returned device? Unable to perform dimensional inspection: measured dimensions flute od = conform distal shaft od = conform document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes investigation conclusion: this complaint is confirmed as the distal tip of the drill bit was observed to be blunt and dull. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: initial reporter is a synthes technical assistant. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported while carrying out the last perforation there was too much resistance in the bone cortical and it was difficult to perform this perforation. The drill is blunt. This report is for a drill bit. This is report 1 of 1 for (B)(4).